Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Eight psi underwater leak test was performed and noted a leak between the port tube of the bag and the main tubing. The reported condition was verified and the cause was determined to be incorrect assembly technique with solvent by the operator. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak through a broken seal of an all-in-one container. This occurred during filling. There was no patient involvement. No additional information is available.